Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The ez change module was rebuilt, and gaskets and bypass housing parts were replaced. No patient information is available.

Event description:
The hospital reportedly noted a higher level of carbon dioxide than expected. There was no reported patient injury.